Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type lead product ID 97791 lot# unknown: product type accessory product ID 97791 lot# unknown: product type accessory h3: analysis of the implantable neurostimulator (ins), model 97715, s/n (B)(6), revealed the ins passed functional testing. Analysis of the lead model 977a260 s/n: (B)(6) shows conductor #3 is broken 2.5cm from the distal end, and conductor #6 is broken 4.6 cm from the distal end. Analysis of the lead model 977a260 s/n: (B)(6) conductors #1 #2 and #3 were broken 3.5cm and 3.9cm from the distal end. Analysis of the anchor model 97791, lot # unknown revealed the anchor was cut consistent with explant procedure. Analysis of the anchor model 97791, lot # unknown revealed the anchor was cut consistent with explant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
H6. Coding has been updated to more accurately reflect off label use/known events. Note: previously reported lot/serial for model 97791 were noted as unknown, information indicates no serial/lot # applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the leads are placed as peripheral nerve stimulation.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient's lead was placed in an off-label fashion. The leads migrated from where they were originally placed and it was decided to do a full revision. The leads also showed avoid using contacts 1,2,3 and do not use contacts 11 and 13. The patient had mentioned to the hcp that although they had some pain relief, that some of their pain was back. It was noted when the physician examined the x-ray from original implant, they could see that the leads had migrated. When the physician was mid procedure and was removing the leads, they also saw that the bumpy anchor appeared to slide over 2 contacts on each lead. The physician decided to also replace the ins as well. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025. Product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(6) 2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(6) 2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.